Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle did not grab. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has received similar reports and a root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
Baxter received a report from a nurse regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the nurse reported that the patient had peritonitis and his catheter was removed. The patient is now on hemodialysis. On (B)(4) 2010, additional information was obtained from the dialysis nurse. The patient had been diagnosed with fungal peritonitis on (B)(6) 2010. The patient was not hospitalized. The patient had the pd catheter removed and was started on hemodialysis. The pd effluent was analyzed on (B)(6) 2010 and the white blood cell count was 4086 mm3 and was determined to be fungal peritonitis. It is unknown what treatment the patient received for the peritonitis. The nurse stated the peritonitis was due to touch contamination and that it was not related to any baxter products or solutions. Retraining was not performed as the pd catheter was removed and the patient was started on hemodialysis. Past medical history includes end stage renal disease, hypertension, diabetes, heart disease, congestive heart failure, pneumonia and a foot ulcer.